Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the severely calcified and severely tortuous left superficial femoral artery. The lesion was approximately 25cm in length. The lesion was pre-dilated with a sterling es 1.5mm balloon at 10atms. The f/g sterling otw 4.0 x 100/80 (4f) balloon dilatation catheter was then advanced with no significant resistance to the lesion. The sterling otw 4.0 x 100/80 (4f) ruptured when the inflation pressure reached 14atms upon the 2nd inflation (1st: 10atms for 60sec). The device was removed intact. The balloon was used for pre-dilatation and the procedure was completed with another f/g sterling otw balloon dilatation catheter. No patient complications were reported and the patient¿s status is good.